Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had deployment issues with the infusion sets. Additionally, the infusion set did not stick causing the site to fall off. Customer's blood glucose level was high; values not provided. Multiple attempts were made by tandem¿s technical support to obtain infusion set manufacturer and additional information; however, no additional information was provided.